Manufacturer narrative:
H10: a vyaire fsr (field service representative) evaluated the device onsite and performed a work order. He replaced the air inlet assembly and performed air inlet pressure verification, compressor check, and oxygen inlet pressure verification which all passed. Vt (tidal volume) accuracy verification is within specification. Unit is now functioning properly at this time with no air loss error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator had loss of air alarm while unit was on a patient. Furthermore, there was no patient harm reported associated with the event. Ventilator was swapped out with another device.